Manufacturer narrative:
Investigation summary: to investigate the complaint on catalog 240765, lot 2227252, the buffered saline included in the retained kit of the complaint lot was tested for ph. A return sample was not received. This testing was performed using a calibrated ph meter with a three - point calibration that included ph (B)(4) buffers. After calibration, the retained sample of the buffered saline was tested, and results were as follows: - retained bottle yielded 5.99 at 24.6°c, which is within the acceptable range of 5.95 ¿ 6.05 at 25°c. The complaint was not confirmed based on the ph result obtained. The electrode used with the ph meter is a ph / atc electrode. The internal test procedure for this product requires that all calibration buffers and test samples are warmed to 25 ± 1°c prior to use / test. Possible sources of error for the customer include ph sample was tested at a temperature slightly different than the recommended temperature for buffered saline, or contamination of the buffered saline samples. The batch history record for the complaint lot was reviewed and found satisfactory; no quality notifications were issued for this lot. Complaints for the product line were reviewed. There have been (B)(4) complaints received on the catalog number; there have been no other complaints received for the complaint lot; bd will continue to monitor closely for trends. No corrective action is needed at this time.

Event description:
It was reported while using the bd bbl¿ vdrl antigen the saline solution ph is inconsistent between several testing methods, ph test strips, ph meter/probe, and multistick. No health impact or consequence reported.

Event description:
It was reported while using the bd bbl¿ vdrl antigen the saline solution ph is inconsistent between several testing methods, ph test strips, ph meter/probe, and multistick. No health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.